Event description:
A malfunction on the pump was reported by the customer, and a specific malfunction code was identified. There was no adverse impact on the customer's blood glucose level. Initially, the customer was advised to reset the pump, which resolved the immediate issue. However, the malfunction recurred, leading to a decision to replace the pump. The customer was informed they would receive a new pump with updated software and was guided on returning the faulty pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.